Manufacturer narrative:
Results: six photographs and samples were returned to bd for evaluation. 100 pouches were returned and 28 of them were not sealed longitudinally. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5202031. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. An error occured when the fin seal was being created which meant the pouch remained unsealed.

Event description:
It was reported that the abg syringe 3 ml aline packaging was not sealed, resulting in a sterile breach. No injury or medical intervention reported.